Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker to discern whether supraventricular tachycardia (svt) or ventricular tachycardia (vt) had occurred and was potentially caused by the device. Upon review, atrial undersensing was observed while in atrial flutter response (afr), followed by brady tachy response (btr). Technical services (ts) discussed that the pacemaker did not appear to induce the svt, however there was inappropriate atrial pacing while the patient was in svt due to afr. As a result, it was recommended to turn off afr. This pacemaker remains in service. No adverse patient effects were reported